Manufacturer narrative:
Date received by manufacturer: 13nov2019. Date of report: 15nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the resistance & resistance ratio were out of spec. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failed issue, and under "test 7: oxygen accuracy" of a check test item, a measured value was out of the prescribed value at the setting of oxygen concentration 30%. Manufacturer¿s field service engineer (fse) found at operation checking that the touched position was out of the correct place when the touch screen was touched. Calibration was performed to the touch screen but the phenomenon persisted. The touch screen therefore has been replaced due to the cause of the phenomenon. In addition, to the power switch overlay to address the oxygen accuracy.

Event description:
The customer reported touch screen failed, and under "test 7: oxygen accuracy" of a check test item, a measured value was out of the prescribed value at the setting of oxygen concentration 30%. There was no patient involvement.